Manufacturer narrative:
The investigation of the reported incident showed that the patient had not been strapped during the procedure. When the medical professional leaned on the patient, the patient fell to the floor and sustained minor injuries. No serious adverse effects to the health of the patient were communicated. The instructions for use describe the possibility of patient fall as well as means to prevent a fall. The user is instructed to never leave a patient unattended on the tabletop, to use the provided accessories such as the immobilizing straps to secure patient in a stable position, and to always keep the mattress fixed on the tabletop with the velcro. The customer has been made aware of the importance of strapping the patient to the table to prevent similar occurrences. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of an incident that occurred on the artis icono floor system. The reported event occurred during a patient examination. A carbon armrest provided by siemens was placed between the tabletop and the mattress. According to the information provided by the user, the patient was not strapped to the tabletop and seemed to be agitated. As a result, the patient fell off the table. We have no indications of any serious adverse effects on the health status of the involved patient.

Manufacturer narrative:
The user was advised to use straps when patients appear agitated. It was confirmed that the customer ordered additional straps. Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed upon completion of the investigation.